Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and device expulsion ('left insert which moved uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and twin pregnancy, delivered. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("left side pain"), abdominal distension ("bloat"), alopecia ("losing hair"), procedural pain ("cramps / post procedural cramps or soreness"), eye disorder ("eye issues") and fatigue ("tired"). The patient was treated with surgery (hysterectomy and hysterectomy,salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, device expulsion, procedural pain, eye disorder and fatigue outcome was unknown and the pelvic pain, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, device expulsion, eye disorder, fatigue, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events added: left side pain , losing hair, bloat. Reporter was added. Follow up 3,4,5,6,7,8,9 processed together. On 20-mar-2020: social media received. New events added: left insert which moved uterus. Reporter was added. Follow up 3,4,5,6,7,8,9 processed together. On 20-mar-2020: social media received : new events added: cramps. Reporter was added follow up 3,4,5,6,7,8,9 processed together. On 20-mar-2020: social media received : no new significant information was added. Reporter was added. Follow up 3,4,5,6,7,8,9 processed together. On 23-mar-2020: social media received. New events added: eye issue, tired. Reporter was added follow up 3,4,5,6,7,8,9 processed together. On 23-mar-2020: social media received: no new significant information was added. Reporter was added. Follow up 3,4,5,6,7,8,9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and device expulsion ('left insert which moved uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and twin pregnancy, delivered. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("left side pain"), abdominal distension ("bloat"), alopecia ("losing hair"), procedural pain ("cramps / post procedural cramps or soreness"), eye disorder ("eye issues"), fatigue ("tired"), vulvovaginal burning sensation ("burning sensation on vaginal walls"), vaginal odour ("smell") and cyst rupture ("ruptured cyst"). The patient was treated with surgery (hysterectomy and hysterectomy,salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, device expulsion, procedural pain, eye disorder, fatigue and cyst rupture outcome was unknown and the pelvic pain, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, cyst rupture, device expulsion, eye disorder, fatigue, genital haemorrhage, pelvic pain, procedural pain, vaginal odour and vulvovaginal burning sensation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: genital haemorrhage. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Case make incident. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and device expulsion ('left insert which moved uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and twin pregnancy, delivered. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("left side pain"), abdominal distension ("bloat"), alopecia ("losing hair"), procedural pain ("cramps / post procedural cramps or soreness"), eye disorder ("eye issues"), fatigue ("tired"), vulvovaginal burning sensation ("burning sensation on vaginal walls"), vaginal odour ("smell") and cyst rupture ("ruptured cyst"). The patient was treated with surgery (hysterectomy and hysterectomy,salpingectomy). Essure was removed on 29-mar-2016. At the time of the report, the genital haemorrhage, device expulsion, procedural pain, eye disorder, fatigue and cyst rupture outcome was unknown and the pelvic pain, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, cyst rupture, device expulsion, eye disorder, fatigue, genital haemorrhage, pelvic pain, procedural pain, vaginal odour and vulvovaginal burning sensation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from socail media: reporter, new events, "burning sensation on vaginal walls" and "smell" were added. On (B)(6) -2020: social media received: reporter added. Event added 'ruptured cyst' based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.